Event description:
The pt called lifescan and alleged that their meter was missing segments. The pt stated that they were able to test on their meter, however they had to guess at their results. They reported that about two months ago they tested and obtained a result "in the 300 range". They were experiencing symptoms of dizziness, fatigue, thirst, and shortness of breath, most of which are symptoms of high blood gluocse. They contacted emergency services and was treated with an IV and insulin. The blood glucose result, if any, from the medical professional's meter was not reported. The pt has since continued to use the meter. The issue with the missing segments was not resolved. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. It would have been helpful to know what, if any the blood glucose results was on the medical professional's meter. Although the pt reported missing segments, co do not know what the results were leading up to the event. The pt did report one result of "300-something", which correlated with their symptoms. Medical affairs attempted unsuccessfully to reach the pt for more clinical info. A letter is being sent as a second attempt to reach the pt. A replacement meter has been sent to the pt.